Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Additionally, it was reported that the cartridge was damaged at the shroud. Customer loaded a new cartridge to resolve the issues.